Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative and consumer regarding a patient who was implanted with neurostimulator for failed back surgery syndrome and spinal pain. Patient was having issues charging. Her implantable neurostimulator (ipg) appeared to be in overdischarge and trickle charge initiated. Simply, patient cannot charge ipg because of overdischarge. Patient does not use ipg every day and will go some period of time, which is variable, when she uses ipg. Attempted to interrogate ipg to no available. Trickle charge initiated. Issue was not resolved at the time of this report. Patient was seen yesterday for another trickle charge which was done for approximately 2 hours to no available. Fluoro shots reveal ipg was tilted so it is not sitting flat but tilted so the inferior aspect of the ipg was only near the skin surface. Doctor discussed replacing ipg and perhaps implanting a primary cell ipg. Additional information was received from medical representative who reported that the overdischarge had not been resolved despite trickle charging for 2 1/2 hours. Patient needed to leave to pick up her granddaughter and could not stay. Therefore patient was going to be coming back on (B)(6) to hopefully resolve the situation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and consumer regarding a patient who was implanted with neurostimulator for failed back surgery syndrome and spinal pain. The patient had issues charging their implantable neurostimulator (ins), that it could not be charged, and appeared to be in overdischarge. A trickle charge was initiated. It was noted that the patient did not use the ins every day and would go some period of time (variable) when they did used it. An attempt was made to interrogate the ins to no available and a trickle charge initiated. Additional information was received from manufacturer¿s representative on (B)(6) 2016 reported that the overdischarge had not been resolved despite trickle charging for 2 1/2 hours but the patient needed to leave to pick up her granddaughter and could not stay. Patient was seen yesterday ((B)(6) 2017) by the representative for another trickle charge which was done for approximately 2 hours to no available. Fluoroscopy showed the ins was tilted so the inferior aspect was near the skin surface and was not sitting flat. The doctor discussed replacing ins and perhaps with a primary cell ins model.